Manufacturer narrative:
Additional information received on (B)(6) 2019. Esophagogastroduodenoscopy/colonoscopy/capsule procedure was performed with a negative results.

Manufacturer narrative:
Section b3: correction. Section b5: additional information. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Pump power, estimated flow, and average pi typically ranged from 4.7 to 5.4 watts, 4 to 6.2 lpm, and 2.2 to 17.3, respectively. Elevations in pump power and estimated flow were noted throughout the log file, ranging from 7.6 to 12.6 watts and 7.3 to 12 lpm, respectively. Most of these elevations appeared to be associated with pi events. Despite the observed events, the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient was admitted on (B)(6) 2019 and discharged on (B)(6) 2019. Egd/colonoscopy/capsule procedure was performed and results were negative. The viral illness was not related to the lvad or lvad therapy. There was no treatment rendered for the gi bleed. Patient was treated with IV fluids and the high powers and flows resolved. The back up battery was reseated and the issue resolved.

Manufacturer narrative:
Approximate age of the device is 11 months 20 days. No further information was provided. A supplemental report will be submitted when the manufactures¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported patient was admitted on (B)(6) 2019 for gastrointestinal (gi) bleeding and viral illness, both have been resolved. Patient was discharged on (B)(6) 2019. Overnight on (B)(6) 2019, patient experienced high powers and high flows with pi events. Patient has normal blood pressure and low lactate dehydrogenase (ldh). Clinician states patient may be dry and lost weight while admitted. Patient also has short runs of non-sustained ventricular tachyarrhythmia (vt); has not experienced this since the day prior. Log files were analyzed by tech services. Elevated powers and flows were confirmed associated with pulsatility index (pi) events. No external power events were also confirmed while patient is on batteries; this is either an issue with patient disconnecting the batteries or there is an issue with the battery clips. It was recommended to clean the battery terminals and clips. If the issue does not resolve, it is recommended to exchange the clips. Additionally, during the no external power alarm there was one backup battery fault alarm that occurred and cleared immediately. It was recommended to reseat the emergency back up battery ribbon cable. There were no other unusual events seen within the log file.